Manufacturer narrative:
(B)(4).

Event description:
A customer reported a cycle cancellation of a low pressure injection error with their sterrad® 100s sterilizer and the load was released without realizing the cycle had cancelled. All items were recalled except one which was a bipolar tip and this was used on a patient. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, asp has decided to report all incidents of loads that are released from cancelled cycles prior to reprocessing.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the load not recalled issue, and system risk analysis (sra). Trending analysis of the load not recalled issue was reviewed from (B)(6) 2018 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the cycle cancellation/load not recalled issue is likely due to user error and not following the instructions for use (IFU). The customer was advised to always reprocess the load prior to releasing for use whenever there is any cycle cancellation. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).

Manufacturer narrative:
The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(4).